Event description:
A patient reported blood glucose results of "_244_mg/dl" with a lifescan meter and "_79_mg/dl on a laboratory device, performed within_21-30_minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.